Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient experienced ¿unclear clinical effects¿ and that the ¿effect of the stimuli the patient received varied from time to time.¿ the patient ¿sometimes did not feel stimulation at all.¿ impedance testing found impedances greater than 10,000 ohms and that the impedance values were ¿unstable¿ and ¿changed at every measurement.¿ the cable connection was inspected; however the problem persisted at that time. The patient¿s extension was replaced as a result of the event. Following the replacement, the patient ¿received stimulation as expected¿ and the system impedance values ¿went back to the normal range¿ and ¿had been stable.¿ the patient¿s ¿clinical effect was reported to be satisfactory¿ following the replacement. A supplemental report will be filed if additional information is received.